Event description:
It was reported the patient¿s implantable pulse generator (ipg) was replaced; however, they still had some out of range electrodes. The patient was programmed around the out of range contacts and is getting good stimulation. This information was previously reported in regulatory report # 3004209178-2014-15075. Previously reported information and concomitant products can also be found in the above mentioned regulatory report.

Manufacturer narrative:
Concomitant medical products: product ID: 37711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 377775, lot# v008355, implanted: (B)(6) 2006, product type: lead. Product ID: 377775, lot# v008254, implanted: (B)(6) 2006, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. (B)(4).